Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a bad power supply. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the power supply revealed no evidence of damage or contamination. The power supply was installed in an fi test ventilator. The test ventilator did not power up from ac and the ac led indicator did not activate. The test ventilator powered up from backup battery and delivered breaths but shut down when ac was applied. Using an oscilloscope, the signal at the junction of r91 and the positive lead of c56 was monitored, which revealed the voltage was dropping below the threshold voltage. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.the failure of c56 prevented the power supply from operating on ac power.